Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 240 units. Reportedly, the cartridge was filled with 280 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the existing cartridge for insulin delivery.